Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the company representative who reported that the cause of the pump movement was not determined yet and no actions were taken at the moment. The issues had not been resolved. The patient's ptm model and serial number were unknown. The devices remained implanted.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was having trouble using their personal therapy manager (ptm) due to their pump moving in their pocket and the pump would stick out when they sat up. It was unknown if there were external factors that contributed to the event. The patient had seen their healthcare provider (hcp) three times since their pump was implanted on (B)(6) 2021. The patient was advised to contact their hcp. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if it was planned. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.